Event description:
A customer reported an overinfusion incident involving an elastomeric device filled with 240 ml of 5-flourouracil (4000mg) in 0.9% sodium chloride. The incident was observed during patient use. The device was reported to have infused the total fill volume in 24 houurs instead of the expected infusion time of 48 hours. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. The device involved in this incident was discarded by the customer as it was contaminated with a cytotoxic agent. A companion sample has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A batch review has been requested and results will be provided in a follow up report.